Event description:
It was reported that the anesthesia system generated a technical error code indicating a pressure sensor issue. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. The investigation showed that the inspiratory pressure transducer board (pc1781) was defective and needed to be replaced. After the replacement of the pc1781 board, the anesthesia system was cleared for clinical use. The replaced pc1781 board has not been returned. The incomplete logs confirm the reported issue but no true cause of the event can be determined.

Event description:
Manufacturer's reference number: (B)(4).